Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced the carbon bridge to resolve the issue. Beckman coulter internal identifier is (B)(4). Age/date of birth, sex, weight, ethnicity: patient demographic information was not provided. Patient data was not provided.

Event description:
The customer reported erroneous low sodium patient results were generated on the unicel dxc 600 pro synchron system. The results were not released from the laboratory. There was no change in patient treatment in association with this event.